Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device was displaying a check IV set error. No patient involvement was noted.

Event description:
It was reported that the device was displaying a check IV set error. No patient involvement was noted.

Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced upper pressure sensor assay for error check IV set. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement. A review of the device history record for sn (B)(6) was performed from date of manufacture 08/29/2019 to the present date 10/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the fsa pressure sensor- 12 pack.